Event description:
It was reported that during an low anterior resection procedure, the device was used on the rectum and irregularly formed staples were found after the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Information unavailable.